Event description:
During a bursectomy procedure, it was reported the electrode from the tip of a multivac tristar 50 arthrowand detached and remains in the patient's shoulder near the bicipital caput longum. The physician was not able to retrieve the fragment. There are no plans to reoperate to remove the fragment. No reported patient injury or complications.

Manufacturer narrative:
The device has not been returned for investigation. The lot history documentation was reviewed for the device. The device history record review indicates all specifications were met. A review of the complaint reports for this device was performed. There have been seventeen similar reports for this device involving detached electrodes. The device has been in commercial distribution since march 2000. A follow up report with the summary of the investigation will be provided for the returned device.